Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during incoming inspection; however, after disassembling the device to determine the root cause, the malfunction was no longer seen. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.